Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range intrinsic amplitude of 0.2mv (milli volts). Occasional far field r wave oversensing was observed on presenting electrogram (egm). This ra lead remains in service and no adverse patient effects were reported.